Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was unable to expose. The field service engineer (fse) checked the rotor panel, oil cooling and tube but all were working fine. After that the fse checked the image store and found that there was problem in the image store. The fse recreated the image store. Post repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.